Manufacturer narrative:
Medical device lot #: unknown. The customer provided two numbers, (B)(6) . However, these numbers are package label ID numbers and not lot numbers. Multiple attempts were made to obtain additional information but as of the date of this report, no additional information has been provided. Medical device expiration date: unknown. Initial reporter phone #: and fax #: (B)(6). A sample is not available for evaluation. However, a photo of the used device has been provided and will be evaluated as part of a no sample investigation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. UDI #: 5(B)(4).

Event description:
It was reported that blood collection was done with a 21 g x .75 in bd vacutainer winged safety push button blood collection set and there was significant blood leakage from the edge of the needle after extracting the device from the vein. The phlebotomist was wearing gloves but had a non-mucosal membrane exposure to the patient's blood and received post exposure lab work.

Manufacturer narrative:
Results: a sample was not returned, however the customer a photo of the use device for evaluation. A photo inspection could not determine the cause of the customer's indicated failure mode. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd is not able to duplicate or confirm the customer¿s indicated failure mode.